Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. The batteries used and the electrode pads were not returned to zoll medical corporation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.